Event description:
It was reported that during a pta treatment procedure, the maverick otw balloon ruptured at 5 atms. This device was used in a "bailout" intervention for a balloon rupture event. The number of inflations performed and to what atms is unknown. The lesion was located in the severely calcified superficial femoral artery. The procedure was not completed due to an unknown reason. No patient injuries or complications were noted. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 8326261 have been reviewed and no issues or discrepancies were found. There are no similar complaints related to this batch number. Should further relevant information become available; a supplemental medwatch report will be filed.